Manufacturer narrative:
The investigation determined that a lower than expected vitros b-hcg result was obtained when a customer was processing a non-vitros (biorad) qc fluid using vitros b-hcg lot 2900 on a vitros xt7600 integrated system. A definitive cause of the lower than expected vitros b-hcg result from biorad qc fluid testing was not established. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros b-hcg reagent lot 2900. The technical solution center recommended avoiding manual loading of reagent packs if possible and to avoid unloading/switching reagent packs between instruments due to exposure of reagent packs to ambient conditions. The vitros b-hcg instructions for use provides guidance as to the storage of opened/unopened reagent packs and the labelling of the vitros b-hcg reagent pack includes a symbol to ¿keep dry (protect from moisture/humidity)¿. Therefore, the storage and handling of the vitros b-hcg lot 2900 is a possible contributor to the event. Diagnostic precision testing following the event indicated acceptable instrument performance. However, a transient instrument issue on the date of the event, (B)(6) 2021 is a possible contributor to the event as no diagnostic precision testing was performed on (B)(6) 2021 to verify the performance of the vitros xt7600 integrated system. A vitros b-hcg lot 2900 reagent issue is an unlikely contributor to the event, as pre-event and post-event biorad qc results were acceptable. Improper biorad qc fluid handling cannot be ruled out as a contributor to the event. It was not determined whether the correct protocol was followed for the handling and preparation of the biorad l1 qc fluid. Email address for contact office is (B)(4).

Event description:
A customer obtained a lower than expected vitros total hcg ii (b-hcg) result when processing a non-vitros (biorad) quality control (qc) fluid using vitros b-hcg lot 2900 on a vitros xt7600 integrated system. Biorad lot 40381 level 1 (l1), vitros b-hcg result of < 2.39 miu/ml versus the package insert mean of 8.23 miu/ml. The lower than expected vitros b-hcg result was obtained when the customer was processing non-patient fluid. However, the investigation could not rule out that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).